Manufacturer narrative:
Additional information: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Product analysis: the product was returned with one of the left head grippers missing. A review of the tabs at the tip of the extender shows little to no wear or witness marks indicative of bend stress. On the inside of the body were the gripper tang lock to the tip there are some witness marks consistent with bending. On the inside opposite of the missing head gripper, there are witness marks. The missing head was not returned. If this gripper was to fracture or crack it can fall out of the main body. The component in question was not returned, this component will need to be returned for further analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior lumbar interbody fusion and navigated percutaneous spinal fixation from l2 to s1 due to lumbar fracture and low back pain. Intra-op, a small part of device broke and remained inside patient's body. On (B)(6) 2018 a new surgery was performed to take off the broken fragment. No patient complications were reported post the revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.